Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor contacted zoll to report that a patient developed a skin irritation. The irritation was described as an irritation under the patient left breast. The patient described the area as being open and reported the equipment was pressing against her spine. The patient reported back pain likely from the weight of carrying the monitor. There was no alleged device malfunction contributing to the irritation. The patient's doctor advised to return the equipment and the irritation improved with the use of a salve. Supplemental report 9/21/2021: submitting report to correct section g4.

Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor contacted zoll to report that a patient developed a skin irritation. The irritation was described as an irritation under the patient left breast. The patient described the area as being open and reported the equipment was pressing against her spine. The patient reported back pain likely from the weight of carrying the monitor. There was no alleged device malfunction contributing to the irritation. The patient's doctor advised to return the equipment and the irritation improved with the use of a salve.